Event description:
The account alleges that a patient fell, and received bruising on their right arm only, as a result of the right intermediate siderail would not latch.

Manufacturer narrative:
The technician inspected and checked the siderail latching mechanisms and could not duplicate the issue. The bed operated normally. All siderails were up and properly latched. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.